Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary stent was to be used in the common bile duct to treat a 3cm malignant stricture with possible surgical option in the pancreatic head during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician attempted to deploy the stent when the outer sheath broke at the guidewire access port. The stent was not fully constrained on the delivery system when removed from the patient. Additionally, an image of the complaint device shows that the inner catheter was kinked. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a wallflex biliary device was returned for analysis. Visual examination of the returned device found that the stent was received not deployed. The sheath broke at the transition zone between the guidewire access port and the blue outer sheath. The outer diameter of the distal exterior tube was larger than the specification. In addition, the inner shaft was kinked at multiple places. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device confirms the complaint incident. The damages noted with the device were consistent with the application of excessive force during use. The outer sheath being out of specification may have contributed to the reported deployment difficulties. However, the cause of the outer sheath being out of specification could not be determined. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A corrective action has been initiated to investigate the outer diameter of the distal exterior tube being out of specification.

Event description:
It was reported to boston scientific corporation on january 17, 2017 that a wallflex biliary stent was to be used in the common bile duct to treat a 3cm malignant stricture with possible surgical option in the pancreatic head during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the physician attempted to deploy the stent when the outer sheath broke at the guidewire access port. The stent was not fully constrained on the delivery system when removed from the patient. Additionally, an image of the complaint device shows that the inner catheter was kinked. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.